Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient¿s cgm was reading 43 mg/dl, and the bg meter was reading 400 mg/dl. The patient¿s wife took him to the emergency room because he felt ¿sick¿ (no specific physical symptoms were reported). At the ER, the cgm was reading 40 mg/dl, and the bg was reading 500 mg/dl. The patient was treated with insulin injections. He was discharged home after 5 days. The patient was ¿fine¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.